Event description:
Per the clinic, the fixture was explanted (date not reported) due to complications from skin cancer. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2013.

Manufacturer narrative:
Correction: per the clinic, the fixture was unable to osseointegrate; and was not explanted as previously reported. Correction: the catalog number of the device is 90434; not 90432 as previously reported. Correction: the patient identifier is (B)(6); and not (B)(6) as previously reported. There are no plans for reimplantation as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)